Event description:
Caller states patient received results of hi (greater then 33.3 mmol/l) and 6.4 mmol/l within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Monitoring recorder switching between mom and baby. Mothers hr 100-110, fetal hr 120s. Nurse confirmed audibly that fetal hr was 120s. Monitor tracing 110. Fetal scalp electrode placed.